Event description:
It was reported the esophageal stent was placed initially without incident. One week post placement the pt went into septic shock. X-ray indicated gastrografin in the pleura and mediastinum. A thoracotomy was performed for removal of the stent. Another stent was successfully placed. No further details were available regarding the pt's prior condition, esophageal perforation, or the circumstances surrounding this event. It was noted the covering from the stent had detached and was presumed to have migrated through the gi tract. The directions for use list post-stent placement complications: "...septicemia".

Manufacturer narrative:
Follow up rec'd after the initial medwatch report was filed revealed anastomosis surgery took place on 9/25/97. An insufficiency in the anastomosis was detected sometime between 9/25/97 and 9/28/97. Pleuritis and mediastinitisus were diagnosed due to this insufficiency, some time prior to stent replacement. This esophageal stent was placed on 9/28/97 in an effort to seal the fistula. Based on this further follow up, the pt's infection preceded stent placement. The pt's deterioration to septic shock one week post stent placement appears to have been sequela of this primary infection. F11. Date initial medwatch report sent.